Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log was not provided. The reported device or the defective keypad were not received to brézins for investigation. Due to lack of information the root cause remains unknown as multiple causes can be at the origin of this issue. A CAPA had been initiated for defective keypad issue on the agilia range, but it cannot directly be linked to this event as we did not receive the defective part for further investigation. To our knowledge no patient consequences have been reported. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Keyboard faulty (on/off key is not functioning).